Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot and mother bulk lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting discrepant rh result on one sample. (Pregnant female). According to customer, sample from pregnant female with previous history of group b, rh negative was tested at facility on (B)(6) 2015 using mts abd/rev grouping cards lot # 062315037-05 exp 5/13/16. Stated the anti-d microwell is reacting (2+) and blood type was group b, rh positive. Because of rh discrepancy, customer repeated testing using a new second sample (different collection time) and the rh typing is still positive (2+) using the same lot # of abd/rev gel cards. According to customer, patient arrived at facility claiming their blood type was group b, rh negative. ( however, customer further indicated patient was not able to provide testing methodology or any additional information on blood type). Customer further added all daily qc testings were acceptable. No issues noted with gel cards and appearance. Issue started on: (B)(6) 2015 ocd followed up with customer and was told, site contacted local hospital where blood testing was performed on patient in 2013. According to customer, testing of sample was performed in 2013, using tube method and blood type was reported as group b, rh negative. For confirmation, customer sent both samples collected on (B)(6) 2015 to sister facility for testing using tube method. Results reported blood type as group b, rh positive. Customer could not tell if facility performed weak d testing or not, only to say that the blood type confirmed with both tube and gel method. As per customer, patient's pregnant. Was not able to tell if there would be any change in treatment or not. Only to say the type is rh positive.